Event description:
It was reported that the patient was scheduled for ventricular lead "rearrangement" for an unknown reason. During the procedure, the atrial lead shifted. Therefore both leads were repositioned. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.